Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the reported event. The treatment for the peritonitis included reflin injection(s) (1gram, route and frequency not reported) and tobramycin injection(s) (40grams, route and frequency not reported). The outcome of the peritonitis was unknown. Additional information was requested, but was not available at this time.